Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 432mg/dl. It was stated that the customer experienced dry mouth and dizziness. Troubleshooting was performed. The customer mentioned that sometimes the insulin pump does not give him the insulin he needs when he has high blood glucose. The customer stated that his blood glucose was 230mg/dl. He programmed 0 carbohydrates as he was not eating and only got 1.5 units when he should have received 4 or 5 units. Assisted the caller to review the bolus history and shows that in some how he had active insulin at the time, which is why he got 1.5 units instead of 4.6 units. The caller stated that the customer had a lot of scar tissue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.